Manufacturer narrative:
A titan touch pump and cylinders were received for evaluation. No functional abnormalities were noted with the pump. The surfaces of the tubing detachment ends showed them to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with either cylinder. The surfaces of the tubing detachment ends showed them to have uniform striations. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump not inflating, tubing twisting and possible crack in cylinder. Implant was placed in patient and removed. Another device was implanted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.